Manufacturer narrative:
The customer found water on top of the cells. The field service engineer found a punctured rinse mechanism tubing. He replaced the tubing along with the tubing on the rinse mechanism. The customer successfully ran calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable low calcium results from the cobas 8000 c 702 analyzer. An example was provided of an initial result was 2.8 mg/dl and a repeat result of 7.5 mg/dl. It was requested but unknown if any questionable results were reported outside of the laboratory. The repeat results were believed correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The qc recovery was acceptable. Therefore there was no indication of a performance issue with the reagent. The analyzer alarm trace contained multiple abnormal aspirations, sample clot detection, and sample short alarms on the date of the event near the time the sample was processed.